Event description:
A 0.035" guide wire could not be forwarded through the lumen of the stent shaft. The product was returned for evaluation and testing, and it was noted that the product was received coiled in a plastic, and the stent had been partially deployed. The target lesion was the superficial femoral artery. The guidewire was in proper position in the patient. The product was properly inspected and prepped prior to use. The physician attempted to frontload the wire into the stent delivery system (sds), but was unsuccessful. The sds did not enter the patient's body and was removed from the guidewire. Another sds was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing and was received with the stent partially deployed. Additional information will be submitted within 30 days of receipt.